Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the implantable cardiac monitor was being removed, the header detached from the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of broken header was confirmed. Device was returned with header being broken off from the device, visual inspection found tool marks on the device and header, and this is consistent with explant damage.